Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to manual injections for insulin therapy. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 110 mg/dl.